Manufacturer narrative:
The pump had blank display due to corroded battery tube and battery cap contact. The pump had cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer's blood glucose level at the time of incident was 93mg/dl. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would be replaced and returned for analysis.